Event description:
Carotid exam performed on system in 1999 did not match an arteriogram done three months prior on a different diagnostic device. Arteriogram showed more extensive blockage than ultrasound exam.